Manufacturer narrative:
During the device failure, the issue is immediately evident to the licensed clinician, who can then attend to the patient. The patient can still be hand ventilated with anesthesia gases and oxygen. These devices are constantly attended and the licensed clinicians in attendance have the means from the device to maintain patient safety. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2019, during a case, the arkon anesthesia workstation failed. There was no injury reported as a result of this issue.